Manufacturer narrative:
(B)(4). Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported peri-implantitis at tooth site 25.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D2: device product code . D4: catalog and lot number. D4: UDI not available. D4: expiration date . D9: device available for evaluation change ¿no' to 'yes'. G3: date received by the manufacturer. G4: PMA/510(k) number: k011028 and k013227. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date . H10: additional narrative.

Event description:
No further event information is available at the time of this report.